Event description:
The customer questioned the heartstart mrx shock advisory decision during a patient event. We are considering this as a serious injury because the device was in the AED mode at the time of the reported symptom. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. However, electrocardiogram (ECG) rhythm strips and case events were received from the customer and were reviewed. Review of provided ECG) rhythm strips and case events showed that the device was powered on into semi-automated external defibrillator mode with defibrillator pads on (B)(6) 2019. The patient¿s initial heart rhythm was ventricular fibrillation. Two shocks of 150 joules (j) were delivered to the patient at 00:49 et and 03:06 et. At 26:49 et (11:39:56 am), analysis started, a heart rhythm consistent with a narrow complex with elevated t waves was present on the ECG rhythm strips, the st/ar algorithm labeled the rhythm as artifact and ventricular ectopic, a shock advised message was generated at 26:56 et (11:40:03 am), the device was charged with 150 j of energy, and was disarmed at 27:05 et (11:40:12 am). At 27:08 et (11:40:15 am), analysis started, a heart rhythm consistent with a narrow complex with elevated t waves was present on the ECG rhythm strips, the st/ar algorithm labeled the rhythm as artifact and ventricular ectopic, a shock advised message was generated at 27:17 et (11:40:24 am), the device was charged with 150 j of energy, and the device was manually disarmed at 27:21 et (11:40:28 am). The device was powered off at 36:06 et. If a shockable rhythm is detected, the heartstart mrx automatically charges to 150 j (heartstart mrx instructions for use m3535a/m3536a, publication number 453564307761, edition 2, 2012, page 72). Artifact is an electrical signal present in the ECG that is unrelated to the heart¿s signal. If artifact is not removed or sufficiently reduced, it can cause an incorrect analysis of the patient¿s heart rhythm, leading to an inappropriate shock/no-shock decision (heartstart mrx and xl AED algorithm, applicate note, publication number 453564119761, edition 2, july 2011, page 3). Based on the ECG rhythm strips and case event file, there is no information to support that a malfunction occurred. The available information from this report does not support that this symptom represents a systemic, design, or labeling problem. No further investigation or action is warranted. The device was behaving as intended when it alerted the user to a "shock advised" condition. The "shock advised" message is an expected device behavior when the st/ar algorithm identifies a shockable rhythm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer questioned the heartstart mrx shock advisory decision during a patient event. We are considering this as a serious injury because the device was in the AED mode at the time of the reported symptom.